Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed the tamper seal was missing. The event history log had multiple medium alarm displayed: cassette partially unlatched the technician performed functional check, non disposable alarm nda testing of pump as per procedure. The reported issue was confirmed. The root cause of the reported issue was found to be down stream occlusion dso seal. The technician replaced the bubbled down stream occlusion dso seal and latch lock.

Event description:
It was reported that the down stream occlusion dso sensor seal bubbled. No patient injury was reported.